Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Correction: additional information received from the patient's husband reported that the patient had no telemetry without the antenna; when it stopped working, the antenna was plugged in and it worked, but it gave the patient a jolt because it was turned up high. A replacement programmer was sent to the patient.

Event description:
The patient reported patient programmer (pp) was showing poor communication message and did not normally use the antenna. Placed pp directly over implantable neurostimulator (ins), on skin and sync with ins but did not resolve the issue. The patient services recommend patient use the antenna with pp and pp was able to sync with implant, setting was therapy was on, at program 4 @ 4.4v and patient increase to 4.6v. Patient reported last week he increase stimulation and patient got a jolt / shock when he increase stim. The patient reported that since having implant they have to increase stim a little for patient to get relief. The patient stated they have discussed with health care provider (hcp) and hcp reprogramming the device last year but that was how it was. They have tried different program and it did not help. The patient was not getting relief on lower setting so they have to increase stim to help. The patient's therapy has never done what the hcp expected it to do. The patient has an insulin pump implant last week for diabetes and asked if interstim implant could interfere with insulin pump because last week when he gave her a "boost / increase stimulation" the insulin "vibrates". The patient did not have relief since implant and have to keep increasing stimulation. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic . The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.